Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Probable causes for the cracked lid include: closing the lid while the connecting tube is placed on the basin. Closing the lid while something hard, such as a scope, is placed on the retaining rack. Closing the lid while the washing case is placed obliquely at the retaining rack. The instructions for use (IFU) state: "chapter 4 reprocessing operations warning: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result¿. Additionally in chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out". Therefore, we determined the suggested event was due to mishandling.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified that the clinical educator confirms that customers are recommended to remove the connecting tubes with scopes every time during their in-service, but not all customers do so. This issue seems to be a common mistake and may cause the breaking of the lid. Per the instructions for use: if the lid cannot be closed, verify that internal components are not pressing against the lid.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the lid was discarded at the hospital. The cause of the reported event cannot be conclusively determined.

Event description:
It was reported that during reprocessing, the lid on the device was found to be cracked. As a result, the lid was replaced with a new one.